Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated to tech services that the chair will drift after it is turned off. The dealer mentioned to tech services that the brakes would not engage.